Event description:
This event was captured based on literature review. It was reported through a research article identifying xience v stents and promus stent that may be related to the following: all-cause death, myocardial infarction, revascularization (restenosis), major bleeding, acute renal failure, stroke and stent thrombosis. Specific patient information is documented as unknown. Details are listed in the attached article.

Manufacturer narrative:
(B)(4). Date of event estimated as date of publication. The reported patient effect of death, as listed in the promus everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with the used of the device. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The xience stent is being filed under a separate medwatch report. The additional adverse patient effects are being filed under a separate medwatch report.